Event description:
It was reported that patient underwent radial head replacement procedure in 2006. Patient was encountering difficulty with motion and surgery was performed in 2007, to reduce modular head size. During procedure, it was noted that the set screw was loose and metal on metal was observed.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that stated that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Dimensional evaluation did not identify any product non-conformance or abnormality. Engineer evaluation was unable to determine cause of the event. This report filed on december 17, 2007.